Event description:
Feb 1991 coronary artery bypass surg. With implanted defibrillator, replaced 8/16/94. Seen on 6/4. Pt fell recently, possibly bumping area of aicd. Md questioning erosion of aicd as pt. Has sympotms of "some shocking" & skin breakage. 6/8 c/o chest pain & had emesis. Hr 48. Transported via ambulance. Witnessed pt, at times whole body would jerk as if being shocked by defibrillator. Witnessed in ER. Md in contact with "company md" possible deactivation for 6/9/97. Placed on telemetry. No CPR. O2, med, hr decreased to sinus brady with bbb, then vtach v-fib asystole. No bp, no resp. Expired 0325 6/9/97.